Event description:
It was reported that the atrial lead exhibited noise and undersensing. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.